Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A polaris mmg system was selected for use. Prior to the procedure, it was noted that the system alerted error code 1109. The procedure was not completed due to this event. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter phone: (B)(6).